Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report

Event description:
The lay user/patient contacted lfs in 2009 alleging inaccurate readings on their one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: a week prior at noon, the patient took her blood test and obtained a 28.0 mmol/l (504 mg/dl) and then took 16 units of nph. The patient misinterpreted the reading and assumed the meter read 280 mg/dl. At the time of testing, the patient did not realize that the meter was set to the incorrect unit of measurement (uom). The patient did not eat or drink anything after testing her blood glucose. Approximately 5-6 hours later, the patient felt tired and started to vomit. The patient did not attempt to test her blood glucose or treat herself and had her son immediately take her to the hospital. The patient's initial blood glucose reading in the hospital was 629 mg/dl, which was taken from the lab. The patient does not recall what she was treated with; however, claims her symptoms lasted for about 10 hours. The patient was admitted in the hospital for four days and was discharged four days later. The diagnosis in the hospital was diabetic acidosis. The patient does not recall how long her meter may have been set to the incorrect unit of measurement. After the incident occurred, the patient's physician adjusted their diabetes medication. The test strips were in good condition. Products were replaced. The complaint is being reported since the patient took insulin based on the meter result not realizing the meter was set to the incorrect unit of measurement; however, exhibited symptoms (tired and vomiting) 5-6 hours later and was admitted in the hospital for "diabetic acidosis".